Manufacturer narrative:
Zimmerbiomet complaint number cmp-0604485 the following sections have been updated: b4: date of this report b5: describe event or problem g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative the imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was not returned. Since product has not been returned, visual/functional inspection could not be performed.the investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site, and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product.DHR review was completed for the subject lot number 63092805. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63092805) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv4b11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. Occupation unknown / not provided.

Event description:
It was reported that the implant fractured after 2 years. Implant remains in patient's mouth.